Event description:
It was reported patient was experiencing discomfort at the ipg site and patient noted the ipg was positioned too low in the buttock and interfered with sitting at times. Surgical intervention was undertaken on (B)(6) 2024, wherein the thoracic battery was moved to left flank, up several inches, and ipg replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.